Event description:
It was reported that on (B)(6) 2013, one xience xpedition stent was implanted in the left anterior descending artery and one xience xpedition stent was implanted in the circumflex artery. It was noted that the vessels were very small (approximately 2.5 mm). It was confirmed that the stents were implanted successfully and fully apposed to the vessel wall. On (B)(6) 2013, the patient presented with peripheral ambulation with two black toes and chest pain. The physician believes that this was due to a coagulation issue and not due to the stents. Angiography was performed and stent thrombosis was found in the stents. Promus stents were used for treatment and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional xience xpedition referenced is being filed under a separate medwatch report.